Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an endovascular vein treatment (evt) procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. The 3mm x 20mm x 144cm coyote es balloon catheter was advanced. The balloon was inflated for 10 seconds at 12 atmospheres however it ruptured on the first inflation. The procedure was completed with an unspecified size sterling es balloon catheter and a 2.5mm x 20mm x 144cm coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.